Event description:
Vague report of a pump changing rate during infusion. The pump was reported to be set at 100 ml/hr, but was found to be running at 5 ml/hr. No additional clinical info was able to be obtained. No pt injury resulted.